Event description:
A 24mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and is components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm on an unknown date. Implant details, aneurysm and vessel morphology are unknown. In 2003, the pt presented with an abdominal aortic rupture and emergent surgical conversion was performed. A computerized tomography scan demonstrated a rupture of the aortic aneurysm. Prior to conversion, the patient had had follow up studies which revealed the aneurysm was enlarging, but no leaks were detected. The physician reported that either type ii endoleak or endotension may have contributed to the rupture. Upon explanting the device from the patient, two fabric leaks were noticed by the physician which were not identified in the computerized tomography scan. There was evidence of infection in the aortic sac. The stent graft was explanted except for a cook zenith proximal cuff which could not be removed. A 22 cm dacron fabric graft was sewn in. No clinical sequelae were reported, and the patient is reported to be fine.